Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
International affiliate reports that the rod holder could not be separated from the rod implant as the rod holder¿s locking bolt was blocked and could not be opened. When trying to loosen the locking bolt, the tip of a viper2 x15 hexlobe rod tightener broke off from the instrument. Affiliate reports there were no adverse consequences to the patient and no significant delay. See mfg medwatch report# 1526439-2013-23634 for the viper2 x15 hexlobe rod tightener that was involved in this event. Concomitant devices: viper2 straight rod, 186789120; viper2 rod tightener handle, 286725050.

Manufacturer narrative:
Visual inspection of the returned viper2 rod holder and the concomitant device rod, 186789120, and viper2 rod tightener handle, 286725050, found the rod was jammed within the rod holder. An attempt was made to disengage the rod from the holder by loosening the rod bolt on the holder. However, this was not possible as the rod bolt is seized within the holder. Heavy gouges were noted on the head of the rod bolt and shaft of the holder. The head of the rod bolt also appears to be bent. No other visual anomalies were noted during the device evaluation. Visual inspection of the concomitant device viper2 rod tightener handle noted that the threaded shaft of the handle was loose from the quick connect coupling. The handle and coupling were disassembled. There was evidence of thread lock compound. Reviews of the device history records found no discrepancies. The root cause of the reported difficulty in removing the rod from the holder is most likely due to the rod bolt being seized which is preventing the rod to be detached from the holder. It is unknown why the rod bolt is seized. No corrective action is required as there has been no issue identified in the manufacturing or release of the product and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.